Manufacturer narrative:
The device has not been returned for eval. Attempts have been made to retrieve more info about the event. A f/u report will be initiated if more info is made available.

Event description:
Complaint: pir - dropping of dosing limits.